Event description:
It was reported that one day post-implant, lead dislodgement was noted. The patient returned to the hospital where the lead was successfully repositioned, however, the lead could not be reconnected to the device because a torque wrench would not engage the setscrew. The setscrew was left out in the grommet. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The returned device indicated a loose/detached set screw.